Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported white foreign materials were observed in the fill port caps of forty-one (41) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to drug mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 26, 2020 ¿ february 27, 2020. H10: forty-one (41) actual samples were received for evaluation. Visual inspection was performed in all samples which observed a loose white foreign matter inside the bag of sample one (1) only. The reported condition of contamination was verified in sample one. The cause of the contamination could not be determined. No foreign material was observed in the remaining samples during magnified inspection; therefore, the reported condition was not verified for these samples. However, fill port connector thread damage was observed in another two (2) samples only. The cause of the damaged thread was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.